Event description:
It was reported that there was possible erosion of the implantable cardiac monitor with device migrating up to the patient¿s throat and pain at the implant site. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).